Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular lead exhibited loss of capture, the lead dislodged as the patient was getting out of bed. During repositioning procedure the physician could not get the guidewire into lumen of the lead. The lead was explanted and replaced successfully. The patient tolerated the procedure well and was discharged the following day.